Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that that after performing a factory reset, the ilet displayed repeated malfunction alerts before the user could rewind. The device battery was at 15%. After charging and retrying, the same alert reoccurred. The agent advised replacement of the ilet. Blood glucose was not affected.